Event description:
It was reported that while the anesthesia machine was being used, a strong acidic odor was smelled. The operating room was evacuated. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).